Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer's mother, that the customer had high blood glucose levels of 519 mg/dl. It was also reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 342 mg/dl. Unable to troubleshoot. No additional information is provided.